Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a generator change. During the procedure, the new replacement implantable cardioverter defibrillator (ICD) was found to already be in back-up mode. The cause of the back-up mode is not known. The ICD was not used and a new ICD was used to complete the procedure. No adverse consequences were reported.